Event description:
Caller alleged discrepant inratio2 results. All results were taken within one hour of each other. Therapeutic range: 2-3. Venous blood was taken with a syringe and dropped onto the inratio strip. A finger stick sample was used on the doctor's meter. Technical services discussed proper procedure for obtaining samples with the inratio meter. Patient self tester decided to re-test while on the phone and got a 2.9. The patient felt that was closer to the doctor's meter result of 3.0.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer utilized venous blood sample when they obtained the inratio inr result of 1.9. This was excluded from accuracy comparison testing as it constitutes off-label use. The inratio system is designed to use fresh capillary whole blood. Using a non-validated sample may lead to incorrect interpretation of system results. The customer's off-label use may have contributed to the observed inratio inr result. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformance were documented. Based on the information available, there is no indication of a product deficiency. Corrective actions is not required at this time.